Event description:
This lead was implanted on (B)(6) 2006 and abandoned on (B)(6) 2007 for an unknown reason. It was reported to technical services that this lead was explanted on (B)(6) 2011 by (B)(6).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)